Event description:
It was reported that a minicap transfer set would not connect properly. This occurred before use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated. A visual inspection was performed with the eye and using the microscope and only an unrelated issue noted (addressed in (B)(4)). A leak test and clear passage test were performed with no issues noted. A clamp function test was performed with no issues noted. An integrity of seal test was performed with no issues noted. The reported problem could not be identified or duplicated during the evaluation. Should additional relevant information become available, a follow-up report will be submitted.